Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Customer was treating a patient with 4 fields they treated 1-3 and then got be_fe tx error. Customer had to reboot the system and when they attempted to re load to treat the 4 field, the customer received an error message "a newer version of the plan exist please load to continue". The user updated worklist and still got same error. User noticed that the treatment did not record in the rtt or in lantis. User attempted to do a manual treatment in the rtt and got the same error. User rebooted again and no luck. Further investigation required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation. No injury has been reported. No other products are concerned.